Event description:
No additional information provided.

Manufacturer narrative:
The nail was received for visual and functional testing. Examining the broken nail closely revealed that the location where it broke was where there are holes on either side of the nail to insert screws. Also, the way the nail is broken, the broken ends are not straight but rather stretched. This could indicate the nail was subjected to excessive bending, rendering it softer and resulting in its breakage at this location. The location of the failure (at the two holes on either sides of the nail) is consistent with what we would expect from a mechanical bending failure in fatigue. Functional testing was not applicable due to the status of the nail.. A device history review (DHR) was performed on lot number 9040401 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. Complaint failure mode broken nail has no change orders (co) or capas.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during removal the proximal part of the nail broke when the surgeon unlocked the end cap and the distal part of the nail was unable to be removed. A second procedure was required to explant successfully.